Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the unit gave error code 3 and had a burning smell. This means the analog-to-digital channel failed during system start-up. When this error occurs, the system will not boot up. There was no pt injury or death reported.